Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issues, the battery compartment was cracked below the grip pad and the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.